Manufacturer narrative:
Other relevant device(s) are: catalog number etlw1613c199ee, serial number (B)(4), use by date 2017-02-03 and upn# 00643169475472. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.7 cm abdominal aortic aneurysm. An endurant cuff and heli-fx endoanchors were subsequently implanted for a type ia and migration. A chimney technique was also performed with another manufacturer¿s device. It was reported that the patient died. The physician investigator assessed the cause to be unknown. No additional clinical sequelae were reported.